Event description:
When I attempt to wear a mask I experience dizziness, headaches, sore throat and on this date in particular, I actually felt faint and ended up with a debilitating migraine. This actually happens every single time I try to wear a mask. It also increases my anxiety disorder, making it difficult to function in public and at times hard to breath. FDA safety report ID # (B)(4).